Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced intermittent absence of glucose readings on the pump display associated with a dexcom g6 sensor, consistent with signal loss and pairing issues, which subsequently resolved with troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting focused on connection and pairing steps between the cgm and pump. Investigation of this case revealed a transient communication interruption between the cgm and pump, with functionality restored after pairing and signal checks. It was concluded, based on previously established findings for similar reports, that the cause was temporary signal disruption due to communication or pairing issues.